Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette portion of the set was empty of fluid. This was found when removing the device from the homechoice during drain cycle three of six in peritoneal dialysis therapy. There was nothing found during troubleshooting that would cause or contribute to the air in the device. The patient was to start over with new supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.